Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during fill tubing with an occlusion message, after dosing had stopped earlier in the day; blood glucose was 300 mg/dl and the user denied symptoms, and troubleshooting included restarting the ilet and guidance to change all supplies. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included interruption of insulin delivery that required user troubleshooting and education, with no hospitalization. Investigation included remote troubleshooting support and user-led device restart with replacement of consumables. Investigation of this case revealed a suspected flow obstruction during fill tubing that triggered the device¿s safety interlock and alert logic, consistent with an occlusion-related malfunction in the infusion pathway or consumables rather than a confirmed pump hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was likely user-correctable occlusion or supply-related flow resistance, with device safety features functioning as designed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.